Manufacturer narrative:
The initial reporter complained of additional discrepant inr results using coaguchek xs meter serial number (B)(4). And strip lot 39739412 compared to an unknown laboratory method occurring on (B)(6) 2019: the result from the meter was 4.3 inr. The result from the laboratory was 3.29 inr. Relevant retention test strips (lot 397394) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
This event occurred in (B)(6). Occupation is lay user/patient. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter from capillary finger stick was 5.6 inr. The result from the laboratory within 1 hour was 3.94 inr. The customer re-tested on the meter using the venous sample from the laboratory and the result was 5.3 inr. The customer re-tested again on the meter approximately 1 hour later with a result of 5.4 inr. The customer's therapeutic range was not provided.